Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular channel. Arm movement and isometrics were not able to reproduce the noise. A chest x-ray showed a possible irregularity of the lead near the generator. The device was left in bipolar pace/sense and monitoring will continue.